Event description:
Hospital advised that the pump alarmed and displayed channel error. Error codes 242.4030 which is indicative of a motor stall, and 210.6020 which is indicative of a keyboard issue were reported to be in the error log of the device. There was no pt consequence.